Event description:
Upon receiving additional information was confirmed this device was not fractured and found that only the cam wing was returned from the inserter. The retuned cam wing has rounded edges (worn) around the insertion pin. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a3; b4; b5; d2; g1; g3; g6; h1; h2; h3. Upon receipt of additional information and reassessment of the reported event, it was determined that only the cam wing was returned from the inserter referenced in this report. The returned cam wing exhibited rounded, worn edges around the insertion pin. Based on this evaluation, the event involving wear of this device is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42522100413, articular surface medial congruent (mc) right 13 mm height use with tibia sizes c-d/cr femur sizes 6-7, (B)(6). 42502006002, femur cemented cruciate retaining (cr) narrow right size 6, (B)(6). 42532006702, tibia cemented 5 degree stemmed right size d, (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of an articular surface inserter broke off. The surgical technique was utilized, there was no surgical delay, or foreign bodies retained. Attempts have been made and all the available information has been provided.